Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with 25 staples remaining in the cover block, indicating at least 10 staples were fired by the customer. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe staple misalignment. The device was disassembled, and it was observed that the saddle spring component was not connected to the pusher component, allowing the staples to become misaligned. The saddle spring was observed to be attached to the shuttle. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher. The saddle spring was observed to be attached to the shuttle. Several actions were taken to address this issue as part of a non-conformance, which was closed on 14-jun-2024. According to potential lot numbers found through sales history, the returned sample was manufactured prior to these actions. According to potential lot numbers found through sales history, the returned sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.